Event description:
The pt contacted the hosp for a regulary tumor aftercare. During this aftercare the doctor abserved that thhe reconstruction plate was broken. Revision surgery was performed in 2006.